Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "unable to build vacuum" (aspiration issue). A customer reports the system was unable to build vacuum during set-up. The system was switched out and another system was used to complete the case. There was no pt impact reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, a system message was verified in the event log. The receiver module was replaced and sent for in-house eval. The system was then tested and met all product specs. The received module has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).